Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted for progressively frequent low flow alarms with moderate concern for slight outflow graft kink confirmed with CT scan. Treatment was provided conservatively with afterload reduction and improvement in alarms were observed. The manufacturer's technical service representative reviewed the log files and observed low flow alarms on (B)(6) 2019 and (B)(6) 2019. No further or additional information was provided.

Event description:
The patient was stable at home. The patient is awaiting transplant. Vad team had two impressions from the CT. The first impression is that the tortuosity of the lvad outflow cannula as it folds back upon itself just below the level of the inferior right heart, similar appearance from prior CT. However, the hemodynamic/flow significance of this is unknown by CT given that it otherwise appears patent. The narrowest dimension of the tortuosity measures 1.7 x 0.9 cm versus more distally in the outflow cannula at a non-tortuous site measuring 1.6 x 1.6 cm. The second impression is that patent left internal mammary artery (lima) to left anterior descending artery (lad) and patent saphenous vein graft (sag)to what appears to be an obtuse marginal branch. No other sag definitely identified though there could potentially be an additional chronically occluded graft arising from the anterior aspect of the ascending aorta as described. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft distortion could not be confirmed through this evaluation. Additionally, low flow events were confirmed through the analysis of the submitted log files, and although a specific cause for the events could not conclusively be determined, the patient was treated with afterload reduction and the alarms resolved. The account communicated that the patient was admitted for progressively frequent low flow alarms with moderate concern for slight outflow graft kink confirmed with a CT scan. A subsequent CT scan showed that there was tortuosity of the outflow cannula as it folded back upon itself just below the level of the inferior right heart. However, the hemodynamic and flow significance of this finding was unknown given that the cannula was otherwise patent. The narrowest dimension of the reported tortuosity measured 1.7 cm x 0.9 cm in comparison to a more distal area of the outflow cannula which measured 1.6 cm x 1.6 cm. It was later clarified that there was no twisting of the outflow graft, it was folded. The patient was treated conservatively with afterload reduction and there was reportedly an improvement in alarms. The patient is currently stable at home and awaiting transplant. The submitted controller event log files contained data from (B)(6) 2019. These log files captured 9 low flow hazard alarms, when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of note, the log files also captured numerous pi events and average pi was elevated during some low flow events. A low flow hazard alarm was also captured in a controller periodic log file on (B)(6) 2019 and low flow values were captured in an lvad periodic log file as well. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. A correlation between the log file findings, the suspected outflow graft distortion, and the device could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow. In addition, this document outlines all pump parameters and provides information regarding the assessment of pump flow. The IFU also outlines all system controller alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each alarm. No further information was provided. The manufacturer is closing the file on this event.